Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. It was noted that the patient received inappropriate therapy for svt. Further information was requested however, was not provided.